Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle broke. The following information was provided by the initial reporter, translated from (B)(6) to english: the aspiration needle (blunt tip) broke with the needle already connected to the vial.

Manufacturer narrative:
H6: investigation summary: photo received for investigation. Upon visual inspection a used syringe and a needle is displayed, through the analysis of the photos sent by the customer it is not possible to observe or confirm the incident. For confirmation it is necessary to analyze the samples. In this way it is not possible to confirm the complaint and conduct an investigation and determine the root cause for the incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues observed. Functional testing was performed, and the result is that when you press the needle on the wall of the bottle to remove the liquid, this incident can happen. Based on our investigation we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd¿ blunt fill needle broke. The following information was provided by the initial reporter, translated from portuguese to english: the aspiration needle (blunt tip) broke with the needle already connected to the vial.